Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that during an outside procedure the system was stuck in standalone mode and will not clear after multiple reboot attempts and double checkout on the physical connection. There was no patient present.